Event description:
It was reported that the device experienced a power on reset (por). The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated device electrical reset for power on reset (por) due to illegal address/stack over-flow/under-flow. Analysis of the device memory indicated the electrical reset alert. Illegal address por recorded on (B)(4)-2013.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).